Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was attempted to be implanted due to exhibiting noise, high out of range pacing impedance measurements and difficulty to be inserted. Another device was implanted instead. This device was returned to boston scientific for evaluation. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was attempted to be implanted due to exhibiting noise, high out of range pacing impedance measurements and difficulty to be inserted. Another device was implanted instead. This device was returned to boston scientific for evaluation. No further adverse patient effects were reported.